Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient had an allergic reaction due to nickel. Follow up indicated that the patient's physician prescribed a cream that did not help the area. The patient ultimately ended use due to the allergy.